Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that as soon as, an object approached, the distal end of the endoscope. The image started to flicker. The customer reported, that the problem occurred, with all of their endoscopes. On their second processor of the same type, the endoscopes worked without issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. The device evaluation found the lamp flickers and the lamp wiring harness was burnt. Based on the results of the investigation, it is likely that the following led to the malfunction: burnt wiring harnesses. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.